Manufacturer narrative:
Additional information: the patient is a previous smoker with a medical history of stroke, copd, atrial fibrillation. The patient did not received any treatment. Date of implant and lot number of device is provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. The cec adjudicated a non q-wave mi 3rd udmi peri-pci of the target vessel lad occurred post procedure.

Manufacturer narrative:
The patient has a history of diabetes the index procedure was prompted by mi. Post index procedure 100% occlusion of the 2nd diagonal branch was also reported. The investigator assessed the occlusion as possibly related to the anti-platelet medication and device. The patient recovered. If information is provided in the future, a supplemental report will be issued.